Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. After one partial recapture, the device was deployed and they noticed a mobile, micro thrombus on the face of the flx device that eventually dissipated off the face. The closure device met the release criteria and was successfully implanted. They did remove the anterior curve sheath from the body mid case due to difficulty crossing the septum but properly flushed the sheath. The activated clotting time (act) was kept above 200 seconds the entire case. The patient was followed up the next day and was discharged as normal.